Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The investigation is not complete.

Event description:
The event occurred on an unknown date in (B)(6) 2018 and involved a customer allegation stating that upon opening of the original packaging, a bit of plastic debris was observed to be in the tubing. There was no medication being used with the product. No additional information was reported. There was unknown patient involvement.

Manufacturer narrative:
Initially, the customer indicated that the device would be returned for investigation. Multiple attempts were made to retrieve the device; however, the device was not received for investigation. Subsequently, testing could not be performed. A batch record review of the reported lot referenced in the event revealed no discrepancies that may have contributed to a complaint of this nature. All quality assurance testing performed during manufacturing was found to be acceptable. The quality assurance review of the specified lot indicates the product meets specifications. Subsequent to the submission of the initial report, it was noted that inadvertently an incomplete lot number was provided. Corrected information can be found in the lot# field.